Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose was 337 mg/dl. Tandem technical support (cts) discovered customer using fiasp with the cartridge. Cts educated customer that fiasp is off label per the user guide. Reportedly, the customer changed pump supplies to address the issue.